Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported being concerned that their heart rate "seemed low." No rate was indicated, but the patient understood being programmed to a lower rate of 60 beats per minute. Follow up was unable to gain additional information as the patient has not been seen by the physician. The device remains in use.